Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 2130 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst on (B)(6) 2022, ovarian cyst on (B)(6) 2022, recurrent abortion, pregnancy, vaginal delivery and parity 4 in 2016 and pelvic pain, obesity and multi gravida. Previously administered products included: mirena and depo provera. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2206 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingo-oophorectomy,hysteroscopic iud removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Microbiology results: culture positive pseudomonas aeruginosa 1+ growth; haemophiles parainfluenza 4+ growth; no susceptibility/mic performed on this isolate. Streptococcus anginous group 4+ growth; no susceptibility/mic performed on this isolate. Preliminary report: culture incubating, positives will be reported when detected. Culture positive; pseudomonas aeruginosa 1+ growth; haemophiles parainfluenza 4+ growth; no susceptibility/mic performed on this isolate. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.657 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: indication: she is being evaluated for infertility. Technique: using standard sterile technique, a catheter was inserted into the external cervical os, and 10 ml of contrast was instilled. Fluoroscopic images were obtained. There were no immediate complications. Comparison: none. Findings: the uterine cavity appears normal in size and shape. Smooth contours of the uterine cavity was visualized without filling defects. There is an essure contraceptive device within the isthmus of the right fallopian tube. There is no opacification of either fallopian tube. Impression: essure device obstructing the right fallopian tube. Left fallopian tube is not visualized. Uterine cavity with smooth contours without evidence of filling defects. Final attending report: right fallopian tube is positioned appropriately (proximal part of the isthmic segment of the tube). The right fallopian tube is blocked. The left fallopian tube was not opacified. Correlate with patient's surgical history. No implant is seen on the left. [Pathology test] on (B)(6) 2022: diagnosis: "right fallopian tube and essure." Fimbriated fallopian tube with par tubal cyst, completely transected. Silver wire (essure), gross only. "Retained iud:" intrauterine device, gross only. Specimen(s) submitted: fallopian tube , with essure, right; iud (intrauterine contraceptive device). Procedure: laparoscopic right salpingectomy with essure removal, hysteroscopic iud removal. Gross description: specimen a is received in formalin, in a container labeled with the "right fallopian tube and essure."- it consists of a segment of fimbriated fallopian tube (4.5 cm in length x 0.4 in width) with attached intact, thin-walled, pink colored fluid-filled paratubal cyst (0.7 cm in greatest dimension), two separate fragments of white-tan irregular tissue (0.5 x 0.2 x 0.1 and 0.8 x 0.6 x 0.2 cm) and three separate portions of partially coiled thin silver wire (13.0 cm in length x less than 0.1 cm in width) which are submitted for gross examination only. Specimen b is received fresh labeled with the "retained iud" and consist of a synthetic white t-shaped intrauterine device, measuring 3.5 in length x 0.3 in diameter, with two attached strings, each measuring 9.0 in length. The device is grossly consistent with mirena. [Ultrasound pelvis] on (B)(6) 2018: reason for exam (us pelvis non-obstetric comp) pelvic pain; pelvic pain. Findings clinical indication: he shortened right fallopian tube. Iud place but no string sign exam. Pelvic pain. Technique: transabdominal pelvic ultrasound obtained. Endovaginally pelvic ultrasound was also obtained to better evaluate the uterus and adnexa. Findings: interval placement of iud which is situated well within the endometrial cavity. In addition, there is a linear echogenic focus with posterior shadowing within the right side of the uterine body, corresponding to the right sided essure contraceptive device on comparison radiographs. (Patient states left-sided essure could not place.). The right ovary measures 2.5 x 1.8 x 2.6 cm. The left ovary measures 3.7 x 2.1 x 2.2 cm and contains a 2.9 x 2.2 x 2.4 cm anechoic unilocular cyst without internal vascularity. Impression: iud in place within the endometrial cavity. Right sided essure contraceptive device again identified. 2.9 cm simple left ovarian cyst. No follow up necessary. [Ultrasound scan vagina] on (B)(6) 2020: indication: iud string lost. Procedure: us pelvis non-obstetric comp, us endovaginal. Indication: other (enter in "clinical information" field) iud string lost. Technique: survey transabdominal and transvaginal ultrasound imaging of the pelvis was performed including color doppler evaluation with representative images obtained. Transvaginal study was performed for better visualization of the uterus, ovaries or adnexa. Patient's consent was obtained. Findings: uterus: position: anteverted. Cervix: unremarkable. Right ovary appearance: normal. Left ovary appearance: normal. Additional findings: right-sided essure contraceptive device is again noted. Impression: iud positioned within the endometrial cavity right sided essure contraceptive device again noted 3.9 x 3 x 3 cm simple left ovarian cyst. Previously cyst within the left ovary measured 2.9 x 2.2 x 2.4 cm. In view of lack of recent pelvic imaging it is difficult to state whether this is a new cyst or increase in the size of the previous cyst. Recommend follow-up ultrasound in 6-12 weeks 2.4 x 1.5 x 2.1 cm simple right ovarian cyst 2.4 x 1.5 x 2.1 cm simple right ovarian cyst. No follow-up necessary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: reporter and patient information, medical history, lab data, drug start date, event onset date, non drug treatment addded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 2130 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.